Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior open reduction bone graft fusion and internal fixation due to l4 vertebral spondylolisthesis. Intra-op, bone screw critical wall broke. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical inspection did not reveal any bends in the break off tabs of the screw. The threads of the bone screw have been damaged consistent with the break off screw being threaded at an angle. The angle of the set screw may have caused one of the break off tabs to protrude outward. This type of damage is consistent with thread damage from misalignment of the set screw. If information is provided in the future, a supplemental report will be issued.